Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(4)

Event description:
The patient contacted animas on (B)(6) 2013 reporting a blood glucose levels as low as 40 mg/dl with disorientation. The patient reported treating the blood glucose with oral carbohydrate and the blood glucose levels resolved. The reporter indicated that blood glucose levels had been erratic elevating into the 300¿s mg/dl and then dropping rapidly as low as 40 mg/dl. The reporter indicated that prior to the call, the pump was not delivering insulin since 2:30 pm and but the patient experienced a low blood glucose at 3:26 am. The pump history was reviewed and confirmed that the pump boluses were accounted for and there were no discrepancies found. The patient indicated that there were no known issues with the insulin pump. The patient stated that low blood glucose levels continued even after disconnecting from the pump. The patient reported that a health care provider would be contacted regarding the low blood glucose levels while disconnected from the pump. This report is made based on the allegation that the patient experienced hypoglycemia of unclear cause and the insulin pump could not be ruled out as a possible contributor to the events.